Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jul 1, 2021. Section h3: device evaluate by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. It was returned in its original packaging with sheet labels and implant card. Visual inspection revealed that the device returned with the lens stuck at the cartridge tip. Part of the lens is observed damaged out of the cartridge tip. There was no assembly issue identified neither cartridge damaged, the device plunger was in advance position. Trace amount of viscoelastic residues were observed inside the cartridge. The reported issue was not verified. Based on the sample evaluation and the handling process observed with the device, no product deficiency could be determined neither product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) pre injected outside the eye, however, the lens tip had contacted patient's left eye. However, there was no injury and no medical intervention was required. The procedure was completed using another lens of same model and diopter. The event was observed when inserting into the eye. No further information was available.